Event description:
Astodia transilluminator used for peripheral intravenous placement - nurse noted that blisters were forming where the light touched infant's arm. Infant had blistering and open wounds.